Event description:
(B)(4).according to the infomation received, a user reported that he ordered a 14 french catheter but there was 18 french catheters in the box. The user inserted the 18 fr catheter which caused bleeding and a trip to the hospital.

Event description:
Date of event: best estimate (B)(6) 2012. According to the information received, a user reported that he ordered a 14 french catheter but there was 18 french catheters in the box. The user inserted the 18 fr catheter which caused bleeding and a trip to the hospital.

Manufacturer narrative:
A sample have been received for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available, a follow up report will be filed.

Manufacturer narrative:
A sample have been received for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available, a follow up report will be filed. Follow up #1: the samples provided were tested and the products were within specification. This complaint could not be confirmed as reported.